Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 198-199 mg/dl.

Manufacturer narrative:
Device not returned.